Event description:
It was reported that an ext set w/2 clave¿ clear was found to have not delivered the appropriate amount of medication during patient use. The following issue was reported by the customer: ¿during my visit, the patient was in a lot of pain, they reported having had issues with their pca pump during the night. They believe that the boluses were not going through. The patient administered a bolus in my presence, the pump displayed. Downstream occlusion? Eliminate the occlusion between the patient and the pump." The tubing was checked, rinsing was easy and there was a reflux on the central venous catheter, but nothing abnormal. No issues with the continuous dose. The pca's logs were checked and it was noticed that the night boluses were not fully delivered (the patient should've received 7mg) : 22:30: 1,6mg, 00h:03: 0.8mg, 3:42:3,6mg, 5:11 1,2mg 7:14 1.6mg 8:19: 1,6mg. The patient had a similar issue a few days ago. The homeperf technician was contacted and advised the clinician to administer a bolus without connecting it to the patient. Everything was found to be normal, the pump did not have an alarm. The extension was removed and a bolus was given to the patient and everything was normal. Upon inspecting the extension, it was noticed that the valve seemed to be damaged. The device was kept and placed in the designated bin. A photo of the device was not provided. The status of the product at the time of the event is during administration. The product is available for evaluation. There was no patient harm reported.

Manufacturer narrative:
The complaint of no flow / can't prime on item 011-mc33122 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.